Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the rca. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 17th, 18th and 19th distal stent wraps with struts raised, stretched and bunched. No deformation was evident to the distal tip. The 0.015 inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. Additional information: the lesion was in the mid rca. There was no tortuosity or calcification. Stenosis was 90% and approx 60% after predilation and attempt to stent. Resistance was encountered when advancing the device. The stent would not cross the lesion. The procedure was completed with ballooning only. Patient status is good. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review photo 1; image shows the distal portion of a device. Deformation is evident to the mid-section of the stent with the struts appearing raised. If information is provided in the future, a supplemental report will be issued.